Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high and low impedance were found on the patient's right side. The patient did not have therapy. The physician disconnected the extension from the ins and cleaned the connection from the tissue with a plasma blade. The ins was replaced because it was at the elective replacement indicator (eri). After reconnecting the extensions to the new ins the impedance measurements were okay. The patient feels fine. It was unknown if there were any external or environmental factors that led to the event. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.